Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level below 30 mg/dl. Customer stated that the insulin pump battery indicator was not working. The insulin pump had alarmed to change battery. Customer stated that they did a finger stick check and blood glucose was not that low, but insulin pump did not accepted calibration. Customer stated that the belt clip did not hold up. The insulin pump will not be returned for analysis.